Event description:
It was reported that during an endovascular stent implantation procedure for a middle cerebral artery m1 bifurcation aneurysm, there was big resistance when the subject stent was advanced through the microcatheter and the subject device could not be advanced further. After several tries the subject stent deployed prematurely inside the microcatheter. The deployed stent was removed from the patient vasculature along with the microcatheter and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular stent implantation procedure for a middle cerebral artery m1 bifurcation aneurysm, there was big resistance when the subject stent was advanced through the microcatheter and the subject device could not be advanced further. After several tries the subject stent deployed prematurely inside the microcatheter. The deployed stent was removed from the patient vasculature along with the microcatheter and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the stent delivery wire (sdw) was seen to be kinked. The stent was seen to be deployed. The sdw distal tip was seen to be deformed(stretched). The stent was seen to be deformed. The introducer sheath was not returned. During functional inspection, the returned catheter was flushed and a patency mandrel was advanced through but resistance was met 4 cm from the catheter hub, an attempt was then made to advance the mandrel distally through the catheter but the same resistance was met 4cm from the hub, the catheter was then cut at this point where the deployed stent was removed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with a microcatheter. The stent was returned deployed from the sdw, during device functional testing the deployed stent was removed from the catheter, the stent was found to be deformed. The sdw was returned and found to be kinked and deformed and the introducer sheath was not returned for device analysis. Its likely when the reported resistance was felt during the procedure manipulation of the device would have caused the device damage. The as analyzed as well as the as reported event of stent deployed prematurely during use, the as reported event of stent difficult/unable to advance or pullback through catheter and as analyzed events of sdw deformed, sdw kinked/bent and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.